Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. Investigation was performed on relevant hardware, complaint description, log files and system history. Log file analysis shows that the system detected an issue with the motor control module (mcm4) of the ceiling stand. As a result, movement of the stand was no longer possible. The table axles can be moved with reduced speed only. The service employee (cse) found the mcm4 of the ceiling stand defective. The replaced mcm4 was also defective shortly after installation. This indicates an issue with one of the connected motors. Further investigation showed a hardware mechanical failure of the c-arm rotation drive unit (rotation motor). The mcm4 and the c-arm rotation drive unit were replaced by the local service organization and no further issues have been reported. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure stand movement was blocked and the collision control became deactivated. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.